Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. Our field service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned for investigation and no logs are available. A defect pressure transducer may lead to high pressure build-up in the patient circuit. If this pressure rises above the preset alarm level for high pressure the safety valve will open leading to the wrong tidal volume to be delivered to the patient or stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).